Event description:
International affiliate reports that seven months after implantation, the mountaineer screw was found to have loosened and was broken. The patient's condition is currently being monitored since no symptoms had been noted. Affiliate reports there have been no adverse consequences to the patient.

Manufacturer narrative:
The device remains implanted as the patient is asymptomatic and is being monitored. The product code and lot number are unknown. Without a product code and lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross "functional representation from r&d, quality engineering, clinical research, and complaint handling to ensure a robust review. No trends were noted. Without a product sample, we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device remains in patient.